Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, fse arrived at the site to address the reported event. Fse replaced the thermal printer head. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the thermal printer.

Event description:
On (B)(6) 2017, the customer reported that the printer for their g8 analyzer was offline and the error could not be cleared. The customer attempted to troubleshoot by using canned air, reloading paper, then rebooting the analyzer; however, the error persisted. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.